Event description:
It was reported that the right ventricular (rv) lead dislodged. During the repositioning procedure, the right atrial lead became dislodged. After repositioning, the testing numbers were not acceptable, so the physician requested a new lead. The physician initially had similar difficulty with the new lead, so the problem was thought to be related to patient anatomy and not the leads. The physician was able to get the replacement lead into an acceptable position with acceptable testing values. Upon reconnection of the rv lead, the ventricular set screw of the device was stripped. A new device was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the repositioning procedure, the right atrial lead became dislodged. After repositioning, the testing numbers were not acceptable, so the physician requested a new lead. The physician initially had similar difficulty with the new lead, so the problem was thought to be related to patient anatomy and not the leads. The physician was able to get the replacement lead into an acceptable position with acceptable testing values. Upon reconnection of the rv lead, the ventricular set screw of the device was stripped. A new device was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the device was returned, analyzed, and no anomalies were found. It was also noted that the ventricular setscrew was side ways/disengaged and there was grommet damage of unknown cause. Add'l device: 5076 implantable pacing lead (B)(6) 2012. (B)(4).